Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked around the filter that caused a small chemotherapy spill. There was no report of patient harm.

Manufacturer narrative:
Additional information added to concomitant medical products.

Event description:
It was reported that the tubing set leaked around the filter that caused a small chemotherapy spill during patient use. The customer stated that there was no patient harm caused by the event.